Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was hospitalized 90days after surgery. The patient was reoperated. The surgical team was able to resect the enterocutaneous fistula and redo the transit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, the staple line opened and has to be corrected, in which the patient was subjected to a jejunostomy. Laparoscopic procedure converted to open due to device problem. Two days post-op the patient to the be re-admitted to reinforce the staple line. The patient is still in the hospital. The surgery had the time extended in 3 hours, since it was converted in open surgery. On the third day post op, it was necessary to perform a jejunostomy.